Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from (B)(6) was received on 04-oct-2016 from a physician of obstetrics and gynecology. This case concerns a patient (demographics not provided) who received treatment with seprafilm and later after unknown latency experienced peritonitis. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient received seprafilm, once (dose, form, route, indication, batch/lot and expiration date: not provided). On an unknown date, after unknown latency, patient experienced peritonitis. It was reported that the physician (reporter) was not a doctor-in-charge for this case but patient experienced this case 17 or 18 years before the report at another hospital. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: peritonitis (peritonitis); reporting physician's seriousness assessment: unknown; reporting physician's causality assessment: unknown. Seriousness criteria: important medical event: pharmacovigilance comment: sanofi company comment dated 07-oct-2016: this case concerns a patient who received seprafilm and later had peritonitis. Based upon the information available, a causal relationship between the event and product has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details, latency of onset of event and other risk factors precludes complete medical case assessment.

Event description:
This case is cross referred with the (B)(4). This unsolicited case from (B)(6) was received on (B)(6) 2016 from a physician of obstetrics and gynecology. This case concerns a patient (demographics not provided) who received treatment with seprafilm and later after unknown latency experienced peritonitis. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient received seprafilm, once (dose, form, route, indication, batch/lot and expiration date: not provided). On an unknown date, after unknown latency, patient experienced peritonitis. It was reported that the physician (reporter) was not a doctor-in-charge for this case but patient experienced this case 17 or 18 years before the report at another hospital. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time diagnosis: peritonitis (peritonitis). Reporting physician's seriousness assessment: unknown. Reporting physician's causality assessment: unknown. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a patient who received seprafilm and later had peritonitis. Based upon the information available, a causal relationship between the event and product has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details, latency of onset of event and other risk factors precludes complete medical case assessment.